Manufacturer narrative:
Manufacturer investigation conclusion: the reported low speed events were confirmed through the analysis of the log file that was provided by the account. Although a specific cause for this event could not conclusively be determined, based on past experience with the hmii lvas and similar reported events, the captured event appeared consistent with a potential driveline issue. Additionally, a low flow alarm was observed, however a specific cause for this event could not conclusively be determined. The submitted log file contained data from (B)(6) 2019 through (B)(6) 2019. It was noted that a low flow hazard alarm was observed on (B)(6) 2019 when the estimated flow was below 2.5 lpm. For the duration of the file, the pump remained above the low speed limit until (B)(6) 2019 when the patient¿s speed dropped below the low speed limit. Low speed advisory/hazard with corresponding low flow hazard alarms were observed. The observed low speed events occurred while the patient was supported by the power module. During the low speed events, backup battery faults were also observed. On (B)(6) 2019, the pump ramped back up to its set speed without issue after the patient was switched to battery power. It was reported that the patient experienced low speed operation on (B)(6) 2019 at 3 am. The hospital noticed that there was a thinned out area on the internal portion of the driveline. The hospital issued the patient an ungrounded cable. Analysis of the submitted x-ray images did not appear to show any potential breakdown of the metal braided shield of the driveline; no areas of obvious damage or concern were noted. The account communicated that the patient did not experience any symptoms and continues to monitor the patient. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) without further reported issues. The hmii lvas IFU and the hmii patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. Both documents address all system controller alarms (including low flow hazard alarms) and how to respond to such events. No further information was provided. The manufacturer is closing the fie on this event.

Manufacturer narrative:
The event occurred at (B)(6). The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient had experienced low speed operation. The account noted a "thin out" area on the internal driveline. The patient was issued an unground cable. Analysis of the log file suggested that the event could be linked to potential issues with the percutaneous lead. Analysis of the x-rays were unremarkable. No further information was provided.